Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly, motor error alarm, power failure alarm and blank display. Customer's blood glucose reading was 136 mg/dl. Troubleshooting for motor error alarm was performed. Customer had 8 motors errors alarms in their history however they were able to do a complete rewind on the insulin pump. Troubleshooting for keypad anomaly was performed. Customer advised they had issues with the buttons after the device shut off. Customer replaced the device with a new battery which resolved the off no power alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.